Event description:
According to the reporter, the device at some time during a pt code failed to charge when the charge button was pressed. The reporter stated the device had operated properly before the alleged malfunction and subsequently operated properly during the remainder of the code. The pt was resuscitated.